Manufacturer narrative:
Additional information: b5 b5: it was reported during follow up that the patient has recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) dialysis patient experienced peritonitis. The cause was unknown. The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1g, every 5 days, ongoing, route was not reported) and meropenem injection (1g, once a day, ongoing, route was not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.